Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported, subcutaneous leak near the subclavian vein was observed on CT scan. The device was removed and another device was not implanted. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one MRI p port isp - groshong was returned for evaluation. During functional testing a catheter split was noted in the catheter between the 23 and 24 cm depth markers. The identified fracture was typical of flexural fatigue, and the characteristics observed which supported this type of failure included catheter buckling, rounded edges on the identified split, and an I-shaped split. Therefore, the investigation is confirmed for flexural fatigue. Location of the flexural fatigue suggests that product placement during implantation of the device likely contributed to the identified flexural fatigue. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. PMA/510k. Device evaluated by MFR.(method 1, results 1, conclusion1)

Event description:
It was reported, subcutaneous leak near the subclavian vein was observed on CT scan. The device was removed and another device was not implanted. There was no reported patient injury.